Event description:
A user faciltiy reports that an intraocular lens (iol) became stuck in the cartrideg of the iol delivery system. It is not known whether there was patient impact/injury associated with this event. Additional information has been requested.